Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(6) the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient alert sounded, and the patient received five inappropriate shocks. The right ventricular (rv) lead exhibited t-wave oversensing, and a low sensing value. The left ventricular (lv) lead exhibited a loss of capture. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.